Event description:
It was reported that during use of the device just prior to the initiation for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) seemed to have froze. Error message "no system computer" was displayed on all the roller pumps. The ccm could not be used by touch panel. The device was not changed out. After the system was rebooted, the operated normal. The surgical procedure was completed successfully. There were no delays, no blood loss, nor adverse consequences to the pt. Per clinical review on (B)(6) 2014: just prior to the initiation of cpb (pre-cpb) the ccm froze. Since cpb had not yet started, the user elected to re-boot power to the system. On reboot, the ccm and system functioned as designed and as expected. There were no issues during cpb with the ccm or system-1. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The subsidiary's mfg engineering center (mec) could not duplicate the reported issue.